Manufacturer narrative:
According to the customer, the foley collection bag was "torn and leaking". The customer reported a new foley catheter was inserted. The customer did not report any serious injury related to the reported incident. No additional information is available at this time. Sample requested for return evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the foley collection bag was "torn and leaking".